Event description:
Telemetry issues was reported. The patient was seen by the manufacturer representative. An over discharged battery was suspected. The representative attempted several physician mode recharges (pmr), but failed to restore the battery. The stimulator was replaced due to battery depletion. The patient outcome was not provided.